Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the deployment of the thumb advancer could not be completed and the clip was not deployed. The device could not be removed from the anatomy. Per the instructions for use, the safety release was used and with counter-traction and pulling, the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation found the device was returned without firing the clip and the returned condition substantiated the reported product experience. The proximal end of the flex-guide was heavily carved by the delivery tubeset when the plunger was depressed to deploy the locator wings and initiate the thumb advancer deployment. The condition of the device revealed that excessive force was applied to further advance the thumb advancer against resistance, resulting in bent garage leaves puncturing and cutting the flex-guide and sheath. This also resulted in a bent control wire that prevented the locator wings from collapsing when the safety release was activated. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issues were detected. Review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.